Event description:
This event is reportable based on the product analysis approved on 07/02/2007. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 91% stenotic lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The vessel size was 3.0mm. The lesion was predilated with a 2.5mm balloon. A continuous flush was maintained during the procedure. The physician advanced the 2.75x20mm taxus liberte drug eluting stent to the lesion, but was unable to cross. There were no patient complications. The procedure was successfully completed with another 2.75x20mm taxus liberte drug eluting stent. Patient status is reported as "good". However, the returned product analysis revealed that there was shaft and stent damage.

Manufacturer narrative:
Device evaluation: the device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 1.5cm proximal to the port area of the device. The device appeared to be kinked at the point of separation. The outer lumen was severely bunched up. This type of damage is consistent with excessive force having been applied to the device through some form of restriction. Visual examination of the stent revealed severe proximal stent damage. The stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some from of restriction during the withdrawal. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or, applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.